Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an interventional percutaneous transluminal peripheral angioplasty procedure. Reportedly, the footplate of all three devices did not deploy when the lever was lifted. A non-abbott device was used to achieve hemostasis. It was also noted that the patient had a hematoma. No treatment was performed for the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
A visual inspection and functional analysis was performed on the returned device. The reported difficulty deploying the foot was not confirmed. A needle to cuff miss was noted production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (eifu) as a potential adverse event of use of the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, patient effect and treatment appears to be related to circumstances of the procedure. In this case, it is likely challenging anatomical conditions or foot position contributed to the foot not deploying. The noted needle to cuff miss likely occurred due to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - (B)(6).